Manufacturer narrative:
The exact device will not be returned for review or testing. The distributor will be returning sterile devices from the same finished good lot for review and testing. The devices have not been received to date. However, sterile devices were remaining in stock, quarantined and visually reviewed and tested. No defects were observed on the needle or suture devices. The suture was pull tested according to current usp standards for a 3-0 nylon suture device and met all requirements. Without receiving the exact suture sample, magnified photographs of the exact suture/needle device, photographs of the dehisced wound/incision, details of the post-operative preparation of the device, stitch utilized to close the incision, patient specific details regarding health history (diabetic, cancer/chemo patient,poor circulation, smoker, malnourished, etc...), type of procedure performed, health of skin tissue utilized to close the incision/pull wound closed, post-operative events that may have resulted in an injury or causing stress to the incision and/or the surgeon's technique, a definitive root cause cannot be determined at this time.

Event description:
After excision, while suturing, the suture device was breaking when pulling and mattress suturing the wound. The incision was closed successfully. However, the patient came back the next morning due to the wound splitting open; requiring repair. No details were provided regarding the intervention required, devices utilized to repair the incision or any post-operative events that may have been associated with the re-opening of the incision.